Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The resolute integrity stent delivery system (sds) returned with the stent positioned on the balloon, no deformation evident to the stent wraps. Balloon folds remain intact. During the analysis the device failed negative prep. A tear was identified on the distal shaft; 11.7 cm proximal to the distal tip. During analysis, the outer was removed to further identify the characteristics of the tear, the material was identified to be protruding upwards. Due to the tear to the distal shaft, inflation testing could not be performed. No deformation evident to the distal tip. No other deformation identified to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary des stent system. There was no damage noted to the device packaging. There were no issues noted when removing the device from the protective hoop. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported inflation difficulties were encountered during stent deployment and the stent was not post-dilated. After the device was implanted in the patient, the balloon containing the stent could not be inflated normally, resulting in the stent being unable to deploy, then the stent system was withdrawn. The device was completely explanted. The patient is alive with no injury.